Manufacturer narrative:
Date of event: the event date is unknown. The device is not expected to be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Young m, johnson r, farhat h. Monorail microsnare retrieval of cardiac microcatheter tip embolised to the middle cerebral artery after attempted cardiac ablation procedure. Bmj case rep. 2020; 13 (3):e015800. We present a case of a (B)(6)-year-old man with previous mechanical mitral valve replacement who presented to an outside hospital for planned cardiac ablation for atrial fibrillation. During the procedure, while advancing the intella tip ablation microcatheter (boston scientific, (B)(4), USA) across the mechanical mitral valve, the microcatheter was sheared, leaving the distal tip intravascularly and unable to be retrieved. He was emergently transferred to our institution for further workup and treatment. On arrival, workup including chest x-ray, abdominal x-ray and neck x-ray failed to reveal the retained microcatheter tip. Therefore, a skull x-ray was performed and then confirmed with head CT showing the microcatheter tip present in the right m1 segment of the middle cerebral artery. The patient arrived neurologically intact with only symptoms of a mild headache. He was started on a heparin drip but because of the possibility of needing further cardiac surgery, he was not started on any further anticoagulant or antiplatelet therapy. Due to concerns of developing a large vessel occlusion, he was emergently taken to the neuro interventional suite for planned removal of the retained microcatheter tip. A non-boston scientific sheath was placed within the right femoral artery and a 5f non-boston scientific diagnostic catheter advanced within the sheath, a right internal carotid cerebral angiogram was then performed showing the retained microcatheter with the right m1 segment of the middle cerebral artery. The heath was then advanced into the right cervical internal carotid artery to provide proximal support. The diagnostic catheter was then exchanged for a 6f neuron guide catheter (penumbra). A non-boston scientific microwire and microcatheter were advanced through a non-boston scientific guide catheter. A non-boston scientific stent retriever and stent retriever were both unsuccessful at retrieving the retained microcatheter tip. Therefore, a 4 mm loop diameter by 200 cm length was advanced within the catheter to successfully retrieve the retained cardiac microcatheter tip. Follow-up angiogram showed no further retained microcatheter without occlusion or stagnation of flow of any of the middle cerebral artery branches. The retained cardiac microcatheter tip was retrieved approximately 12 hours after the initial planned cardiac ablation procedure. The patient made a complete recovery without any neurological deficits or evidence of infarct on follow-up imaging. Monorail microsnare retrieval with amplatz goose microsnare (medtronic) advanced within the marksman microcatheter (medtronic) to successfully retrieve the retained cardiac microcatheter tip. Outcome and follow-up imaging showed no evidence of large vessel occlusion, branch occlusion or stagnation of flow. Patient was discharged home after a short hospitalisation without any evidence of infarct on imaging and no focal neurological deficits, national health institute stroke scale score 0.